Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 45 mg/dl. After food was consumed, the bg returned to target level. The customer reported the low bg was due to medication and that the healthcare provider (hcp) was adjusting the pump settings. The customer was to discuss the event with the hcp.